Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicated and confirmed the customer reported complaint ¿when the customer removed the stapler 30 white reload, the part was broke". The instrument was found to have the switch dislodged from the tail. The reload was returned in an open original package with the installation and removal tool. The dislodged switch was dislodged from its location and had an indentation on one of the edges of the switch. Visual inspection showed all staples and pushers were intact. No missing material was observed. The cartridge passed visual inspection. The probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples). This issue can be resolved by using an alternate accessory to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to install the stapler 30 white reload. When the customer removed the stapler 30 white reload, the part was broken. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive followed up and obtained additional information. A fragment didn¿t fall inside of the patient¿s anatomy because this event occurred before insertion of the instrument into the patient's body. Reload is available for return. No other information is available.

Event description:
Refer to h11 for follow-up information.